Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Review of the error log history revealed an error message (sf82) related to alarm system fault. Visual inspection of the main circuit board revealed damage to the connector. The main circuit board was replaced to address the issues. Resmed reference#: (B)(4).